Manufacturer narrative:
Three (03) actual devices were received for evaluation. Visual inspection of one (1) sample observed solidified medication present within the tubes of the set, causing an obstruction. A functional testing could not be performed. The reported leak was not verified; however, an obstruction was identified. The cause of the solidified medication could not be determined; however may be related to misuse. Visual inspection of the remaining two (2) samples did not identify any abnormalities that could have contributed to the reported condition. Functional flow and underwater leak testing were performed; there was no evidence of leak. A sample was air passage tested and the other was traction tested with no issues found. The reported condition was not verified on 2 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) flow regulator sets leaked from an unspecified location. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.